Event description:
The customer reported that there were half images. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. The unit was returned for evaluation. The service engineer replaced the a/d pc and led pc boards. All flat cables were also replaced and stripped screws were repaired. He performed the calibration and self tests, and all functions met specifications. (B)(4).